Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2021 the user experienced extreme discomfort when using the audio processor. Re-implantation is considered.

Manufacturer narrative:
Conclusion:the device investigation revealed mechanical damage to the stimulator housing that is typical for external impact to the housing. Even though no such causal event, like an accident, is mentioned in the recipient report. Furthermore, it appears that the device is in an early stage of failure. Over a certain period of time, humidity will impinge on the electronics and cause damage, finally leading to complete failure of the circuitry. In addition one channel was found extra-cochlea during explantation surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
In june 2021 the user experienced extreme discomfort when using the audio processor. After the experience the user stopped using the audio processor for a while. The user was re-fitted on (B)(6)2021 which resolved the issue for 10 days. Afterwards, the same discomfort was experienced again. As per additional information, after 2021 the user experienced intermittencies in hearing with the device and crackling noise.the user has been re-implanted.